Event description:
A physician reported that her patient presented to a emergency room with pain 3.5 years following implantation with essure micro-inserts. A CT scan was performed on the patient and it revealed that micro-insert had perforated the patient's fallopian tube and was located in the peritoneal cavity. The physician explanted the micro-insert laparoscopically 10 days following the emergency room visit due to continued pain experienced by the patient; the micro-insert was found intact in the omentum and removed, according to the physician. The physician reported that her patient's pain has resolved; the doctor stated that she is under the assumption that the patient's pain was directly related to the essure micro-insert.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.